Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had been noticing the ins was taking longer and longer to charge. The patient reported that this had been for ¿about the last couple months.¿ the patient asked about longevity information. After the information was reviewed, the patient reported that he thought it was taking longer to charge because he had been going longer periods of time between charging sessions than he used to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the implant taking longer to charge was that the patient had a knee replacement and used their ins more, but did not charge the unit more often. The patient started charging their implant more often which has seemed to help. No further information was reported.